Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was throwing a downstream occlusion alarm when it was not occluded. The reporter stated they had a cassette on that ran as a free flow but the pump threw a downstream occlusion alarm. This error did not occur when using an administration set. There was no delay of therapy. The event occurred during set up.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repairs in the past 12 months. The customer complaint could not be replicated through an occlusion. The downstream occlusion seal was replaced as a preventative measure. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.